Event description:
The impella pump was implanted without any problems, and protect percutaneous coronary intervention was also performed without any problems. The pump explant went smoothly. The groin was closed with two femoseal and was unremarkable. The patient was stable and catecholamine-free after explant. During the procedure, however, it was noticed that placement signal and left ventricle were so elevated, sometimes for a screen length, that the signal was completely out of range (see screenshots). Pump flow and purge system were unremarkable during this time. External monitoring also revealed no abnormalities. The pump function did not appear to be impaired by the event.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the reported event, optical sensor issue, has been completed. No product or data logs were returned. The clinical details state that during the pci procedure with the pump, the ps and lv were elevated and the signal was completely out of range. External bp monitoring revealed no abnormalities. Due to a lack of sufficient information, product and data logs returned, the root cause of the optical sensor issue cannot be determined.